Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock due to a slow ventricular tachycardia (vt) rhythm. Device data was sent to rhythmcare for review. Data review determined two days prior the programming was changed; therefore further data needs to be reviewed. Rhythmcare did confirm now shock should have been delivered for this rhythm, therefore is considered inappropriate. This device remains in service. No adverse patient effects were reported.